Event description:
It was initially reported in a peer-review journal that the patient had a continuous 3-month episode of severe hiccups refractory to either; home remedies or chlorpromazine, baclofen, or methocarbamol. At the onset of symptoms, the generator settings were output current - 2.75ma pulse width - 500 usec frequency - 30hz. Due to the hiccups the patient became significantly sleep deprived and developed complex partial status requiring hospitalization. During hospitalization, the generator was turned off, and the hiccups ceased within 30 min. Trials of reprogramming the generator over the next 2 weeks resulted in tolerance without hiccups being achieved at an output current of output current 1.0 ma pulse width 250 usec frequency - 30 hz

Event description:
Additional information was received that the physician will not speak to the company representative about the article or provide information about the patient.